Manufacturer narrative:
The device returned for investigation but the investigation is not complete. A follow up report will be submitted when the investigation is complete.

Event description:
It was reported there was an m6 implant removal due to osteolysis and infection.